Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during an unknown procedure, the clips were not advancing into the jaws of the device. Another device was used to complete the case with no patient consequence.

Event description:
The customer reported that he experienced high blood glucose levels for over a month. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.